Manufacturer narrative:
(B)(4). Foreign source: event occurred in japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during product inspection in the warehouse, the product is out of the protective cover. No patient was involved. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of returned product found the device is not fully seated in the blue protective pouch. The intent of the blue pouch is to protect the device and outer pouch from damage and abrasion that could result in a loss of sterility. A review of the packaging instructions and inspection criteria do not list any details regarding how to place the device in the blue pouch. The device would be considered conforming. The packaging configuration and applicable packaging instructions have since been updated. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.